Event description:
It was reported that the device entered backup mode with no high voltage defibrillation therapy following an magnetic resonance imaging (MRI) scan. The device was not reprogrammed to MRI settings prior to the scan. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.